Manufacturer narrative:
A review of the device manufacturing history records confirms that no non-conforming product was released. Stanmore implants has completed a review of hospital supplied patient imaging and concluded that in addition to the reported loosening, the bone around the stem has fractured. This imaging review also revealed that during the 2014 surgery, the resection level appears to have been made approximately 30mm higher than agreed upon during the custom device design process, and that approximately 25mm of the custom proximal stem appears to have been trimmed. Additional patient and device information is being requested. Investigation is ongoing and results will be provided in a supplemental report.

Event description:
(B)(4) the patient's surgeon has reported that the patient has loosening of his distal femur jts implant and requires a revision.

Manufacturer narrative:
Based on the information provided a definitive root cause could not be determined. Further information such as product return, post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. However aseptic loosening can be a well-known mode of failure for orthopaedic implants, which may occur as an early or a late complication. Corrections: adverse event only, product problem was ticked in error in the initial MDR. Corrected outcomes attributed to adverse event to 'required intervention to prevent permanent impairment/damage' instead of 'other serious'

Event description:
The patient's surgeon has reported that the patient has loosening of his distal femur jts implant and requires a revision. This is a supplemental report to 3004105610-2016-00065 ((B)(4)).